Event description:
Customer reported that a positive autocontrol was interpreted by the provue as negative, on a pt with a known autoantibody (anti-e). Upon visual inspection a 1+ reaction was observed. No erroneous test results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived on site and performed the appropriate camera adjustments and repairs to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.